Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the charging issues was due to the patient forgetting about charging for roughly 9 months. They saw a representative who recalibrated their ins. The recharging issues were resolved. The circumstances that led to the device pulling out where it was placed and feeling about a quarter of an inch poking out the back was due to bad posture. The patient rested and improved their posture and issue was somewhat resolved- it's a little better than it was but it was poking out just a little "better" than a quarter inch. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient had poor telemetry or no telemetry with recharging. Patient reported that she charged the rechargers but she cannot charge the ins . Patient stated she is seeing reposition antenna screen. Patient last recharge was a year. Reason for not charging was non-compliance. Patient was redirected to the health care professional (hcp) for possible overdischarge. Patient stated that her sciatica pain has come back with a vengeance and she is in so much pain. Patient stated the ins is sitting in the tissue under the skin. Patient stated she felt the ins pull out where it is placed and feels it about a quarter of an inch poking out the back. No further patient symptoms or complications were reported in this event.